Event description:
Upon pressing the a button on the achieve, only the stylet is advancing. The cannula does not capture the core, if the user initially presses hard enough on the a button. Both the stylet and cannula fire, but you can here a double click instead of a single. Co would guess that the cannula is firing much later than it is designed to.